Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2019-04478. It was reported the ipg could not communicate with external devices. In turn an ipg was explanted and replaced. Therapy has been restored postoperatively. Note: all of the patient's ipgs are being reported because it is unknown which ipg is liable.

Manufacturer narrative:
Date of explant should not have been included in the initial report.

Event description:
Further information indicates this ipg was not explanted on (B)(6) 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.